Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the radial artery of the wrist. A 12.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evalauted by MFR.: a gladiator elite 12.0 x40, 75cm was returned for analysis. A longitudinal tear was identified in the balloon starting 7mm proximal from the proximal markerband and extending to 13mm distal of the distal markerband. A visual and microscopic examination of the balloon material identified no further issues. The rated burst pressure for this device is 14 atmospheres as print on the hub. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified a kink 50mm distal from the strain relief. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the radial artery of the wrist. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed wtih another of the same device. There were no patient complications reported and the patient was stable.